Manufacturer narrative:
Additional information: on december 14, 2020, mentor received medwatch report number 5097405 and became aware of the correct date of event (section b3), date of explantation (section d6b) and that the reporter also sent a report to the FDA (section e4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: after clinical review of this file performed on 12/3/2019, it was decided to add code of seroma to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma. Concomitant products: 620cc mentor memoryshape breast implant, catalog # 3341402, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female of an unknown ethnicity who underwent breast reconstruction surgery with 620cc mentor memoryshape breast implants reports an alleged diagnosis of alcl in 2018. The patient is a breast cancer survivor who underwent a bilateral mastectomy with reconstructive surgery on (B)(6) 2015. In (B)(6) 2018, her left breast suddenly swelled with fluid, after which she underwent explant surgery with capsulectomy. The pathology revealed a positive diagnosis of bia-alcl. Copies of the cytology/pathology reports have not been provided. If additional information is received in the future, this file will be updated and a supplemental report will be submitted.